Event description:
Customer reported unexpected negative results when testing a specimen containing anti-e on the galileo.

Manufacturer narrative:
A sample was sent by the customer for investigation testing. The sample was tested on an in-house galileo using capture-r ready-screen (crrs), lot k118. The sample did not demonstrate any reactivity. The sample was tested manually with crrs, lot k118. The sample demonstrated very weak reactivity with cell 2 (e+). The sample was tested manually using capture select, lot sc063 and panoscreen, lot 49648. The sample demonstrated 1+ reactivity with cell 2 (e+). The sample was tested by manual tube method using panoscreen, lot 49648 and did not demonstrate any reactivity. The event appears to be related to the nature of the sample. The package insert for capture-r ready-screen states, "negative reactions will be obtained if the test specimen contains antibodies present in concentrations too low to be detected by the test methods employed."